Event description:
A united states distributor contacted zoll to report that a (B)(6) year old pt passed away on (B)(6) 2015. The lifevest delivered a 150j treatment at 14:02:12. The rhythm at the time of the treatment was asystole, which is considered a non-treatable rhythm. Oversensing of small cardiac signal contributed to the false detection. The pt's rhythm remained asystole. Ems arrived on the scene and reported that the lifevest was alarming. The lifevest was removed during ems resuscitation efforts. The pt subsequently passed away.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) was completed. The equipment was fully functional upon evaluation. There was no device malfunction. Electrode belt sn (B)(4) has not been returned for investigation. There is no indication at this time that the inappropriate treatment during asystole contributed to the pt death. No deficiencies were alleged. Device manufacture date: monitor sn (B)(4): 04/2013. Electrode belt sn (B)(4): 03/2012.